Manufacturer narrative:
Approximate age of device - 18 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2018, it was reported that left ventricular (lv) thrombus was suspected based a recent echocardiogram performed. Prior to lvad implant, the patient had known lv thrombus identified on a pre-op echocardiogram (echo). During the initial lvad implant and since then under echo, the physicians did not see the lv thrombus that had been suspected in the pre-op echo. On (B)(6) 2018, the patient had increased lethargy and persistent low grade fevers; otherwise patient was reportedly doing okay. Medication was changed from coumadin to heparin. The manufacturer's technical service representative reviewed the submitted log file that captured data from (B)(6) 2018 to (B)(6) 2018 and observed no unusual trending in the pump parameters. The event history was normal. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A direct relationship between the device and the report of thrombus could not be determined. The submitted log files were unremarkable and the pump appeared to be functioning as intended. Possible pump thrombosis is listed (in the hm3 IFU) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is listed in the patient care and management section as a potential late postimplant complication that may be associated with the use of the hm3 lvas. This section also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on the event.